Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella ld device for mechanical circulatory support for a coronary artery bypass graft procedure. It was reported while on impella ld support, the patient experienced bleeding from chest tubes, and as a result heparin was removed from the purge solution. Additionally, the impella ld had alarms for high purge pressure with low purge flows. Abiomed support staff recommended adding tissue plasminogen activator or sodium bicarbonate to the purge solution to resolve the issue, however the physician declined troubleshooting. The physician decided to explant the impella ld and replace it with an intra-aortic balloon pump (iabp). The pump was successfully removed, and the patient was placed on the iabp without any further complications.

Manufacturer narrative:
The investigation of high purge pressure and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The data logs were returned and show a gradual increase in purge pressure during the case. There was no indication that there was a kink during support. The device was not returned for review. The root cause of the high purge pressure was most likely biomaterial build-up due to the lack of heparin in the purge. Vascular damage peripheral vessel: this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.